Event description:
It was reported that the catheter was unable to pace during use.

Manufacturer narrative:
The device will not be returned due to the device being exposed to a infectious disease. Without the device being returned, the complaint cannot be confirmed nor could any potential contributing factors be determined. The lot number was not provided; therefore, we are unable to review the device history record.